Event description:
An aus device was implanted on 6/22/92. Info received on 3/26/97 indicates the pt states, "leakage sometimes such that it is just like I opened it."

Manufacturer narrative:
Pump was functional. Cuff performed within specifications. Balloon pressure not within specifications.